Manufacturer narrative:
No patient involvement was reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, the screwdriver handle was found to be deteriorating at the base of the handle. There is material that is missing in the handle that looks like wear and tear. No patient involvement. Concomitant device reported: holding sleeve (part 314.06, lot 2040, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: no service history review can be performed as part number 314.02 with lot number(s) xxx2161/2161 is a lot/batch controlled item. The service history review is unconfirmed. Service and repair evaluation was completed. The customer reported the handle was deteriorating at the base. The repair technician reported the handle was chipped in two places. Handle cracked/ broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. This complaint is confirmed. A proximal portion of the phenolic material handle has broken off and was not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device handle is already broken. Device history records review is not available as device is older than 18 years. The device was manufactured in europe. Relevant drawings were reviewed during investigation. It shows that handle material was changed to silicon rubber (blue) in the recent changes. Hence the issue of handle breakage was found to be addressed in the recent revisions of the part 314.020. A material check or hardness check were not performed at cq for the returned 18+ year old device as there is no hardness specification for phenolic material handles and the handle material was changed to silicon rubber (blue) in the recent design changes. A dimensional inspection of features relevant to this complaint could not be obtained at cq due to post manufacturing damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.